Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause of the reported event was determined to be failure of the user to adhere to the warnings in the device instructions for use. The patient was not properly positioned; patient's arms were not immobilized during the examination; and the patient was not closely monitored during table movement. The distance between the patient tabletop and table support was measured at the user facility and was determined to be 7.5mm. This measurement is within specification. It was determined that the device did not malfunction and no general product issues were discovered.

Manufacturer narrative:
Siemens is conducting a technical investigation of the reported event. At this time there are no further details available regarding the health status of the patient involved in this event. As this event is under investigation, a root cause has not yet been determined. Should further information become available during the continued investigation, a supplemental report will be submitted. Resubmission of initial report due to report code error.

Event description:
It was reported to siemens on (B)(6) 2018, that during a procedure, a patient was injured while the somatom definition system was being operated. During the CT examination on (B)(6) 2018, the patient's finger became clamped by the table while scanning was occurring, and the patient's finger was then fractured. The patient's fracture was confirmed by a physician's x-ray. No further information is available regarding the health of the patient.